Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected: e1 (first/given name and last name reported on initial report should be removed). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is presumed that the defective event was caused by stress of repeated use, external factors or handling of the device. The event can be detected/prevented by following the instructions for use: it was confirmed that instructions for ltf-s300-10-3d, operation manual chapter 3, ¿preparation and inspection¿ section 3.3, ¿inspection of the endoscope¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the deflectable videoscope's adhesive around the objective lens was peeled. There were no reports of patient involvement.